Event description:
It was reported that during a lap cholecystectomy procedure the foot switch had a loose contact. No further info is available. The case was completed using electrocautery. No pt consequence.